Event description:
It was reported that the customer's insulin pump kept freezing up on him when he was outside. It was verified that the customer's insulin was freezing while inside the insulin pump. The customer's blood glucose was over 500 mg/dl. Advised customer to not use the insulin pump in environments where the temperature was either less than 34 degrees fahrenheit or above 108 degrees fahrenheit. Advised customer to wear the insulin pump within outerwear clothing. Troubleshooting could not be done because the insulin pump was not present at the time of the call. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.